Event description:
A customer observed positively biased tsh results with several samples from one patient. Biased results of this magnitude may lead to inappropriate physician action. There was no report of patient harm as a result of this event.